Event description:
The customer alleged while suctioning a pt the ventilator did not low pressure alarm and did not envoke apnea parameters. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. Per customer interview- no more info (including the date of event or settings) is available. They felt as the pt was attended and cse evaluated device they were not investigating further, the unit passed extended self testing. No parts were replaced. It is not verified that the ventilator failed to alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.